Manufacturer narrative:
The suspected device was returned for evaluation. The device was visually inspected and the downstream luer of the extension set (asv valve) was observed to be connected upstream to the cassette luer that may have contributed to the leakage. A functional test was performed and the reported issue was confirmed. The probable cause of the reported issue was due to unintentional damage to the bag seam when closing the side panel during compounding. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette exhibited a leakage. There was patient involvement, no injury was reported, however there was an interruption of treatment.